Manufacturer narrative:
Manufacturing date: june 21, 2016 ¿ june 22, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused solution. The reporter stated that when they went to disconnect the folfusor, solution remained in the device. The device was filled with 3600 mg of 5fu diluted with 20ml g5% and the total fill volume is 92 ml. The expected infusion time was 48 hours there was no patient injury or medical intervention associated with this event. No additional information is available.